Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. It was observed during functional testing that the unit had frayed cable and high temperature. Therefore, the reported condition was confirmed. Evidence suggests this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service repair pre-testing the motor device had "high temperature and a frayed cable". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.